Event description:
It was reported that during service conducted at the manufacturer, a broken blade was found to be stuck inside the attachment. It was also reported that there was no delay and no adverse consequences as a result of this event.

Event description:
It was reported that during service conducted at the manufacturer a broken blade was found to be stuck inside the attachment. It was also reported that there was no delay and no adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
The cutting accessory originally reported under this MDR was not returned for evaluation. During the evaluation of the originally listed concomitant device ((B)(4)- system 5 sagittal saw) damage to the blade mount was found, which can cause or contribute to the blade breaking. Associated cutting accessory (unknown ins blade) is now listed as the concomitant device.